Manufacturer narrative:
H3: product analysis :evaluation determined that the bearing was damaged/broken. The likelycause of failure could not be determined . It was also noted that laser markings are faded, deterioration of the engraving and color code. B5: date of notification 2024-aug-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of bearing detachment. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.